Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06072 and 2134265-2017-06103. It was reported that stent insufficient apposition occurred. Vascular access was obtained utilizing ipsilateral retrograde approach. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery (cia). After a 6f non-bsc introducer sheath was engaged and a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilation. However, on initial inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. A 3mm x 4cm sterling balloon catheter was then advanced and pre-dilated the lesion. Since dilation was not sufficient, the lesion was dilated again with an 8mm x 4cm sterling balloon catheter and a 10mm x 4cm epic self-expanding nitinol stent with delivery system was placed. A 10.0mmx40mmx80cm (5f) sterling¿ balloon catheter was then advanced for post-dilation; however, when the balloon was inflated to 6 atmospheres, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. An 8mm x 4cm sterling balloon catheter was then used to dilate the area which had insufficient stent dilation and the procedure was completed. No patient complications were reported and the patient's status was good.